Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported that during normal use the patient had attempted suicide. It was unknown what had led to the event. It was unknown what diagnostics/troubleshooting was performed or what actions/interventions were taken. It was unknown if the issue was resolved. No surgical intervention had occurred or was planned. The patient had end stage parkinson's and was in a facility. The patient's indication for use is parkinson's dual and movement disorders. No malfunctions were noted and the healthcare professional had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.